Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was sensing atrial arrhythmias on the ventricular channel resulting in the delivery of inappropriate shocks. It was further reported that an x-ray of the implant site noted the model 4513 lead had become dislodged. ,